Manufacturer narrative:
On july 9, 2021, the mentor failure analysis lab received the device for evaluation. On july 16, device evaluation was completed. Device evaluation summary: mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth uhp 455cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, rupture, and chest injury. (B)(4). Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 455cc mentor memorygel breast implant. It was reported that the patient was sledding behind a 4 wheeler and crashed. The patient experienced left side capsular contracture; baker grade IV. As a result, the patient underwent left side explantation and replacement with catalog number 3505455bc; serial number (B)(4). On (B)(6) 2021 during which left side implant rupture was also discovered.